Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant downstream occlusion alarms when attempting to run a set. Evaluation determined the cause to be a failed downstream sensor. The failed downstream sensor was replaced.